Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the down arrow button was unresponsive to presses. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The down and contrast keypad buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was observed under the contrast and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).